Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that the patient underwent right total hip arthroplasty on (B)(6) 2014, whereby an abundance of staphylococcus aureus (mrsa) was detected during a wound swab on (B)(6) 2014. The patient was therefore treated with antibiotics. The patient thereafter underwent medical intervention on (B)(6) 2014, whereby I&d was performed. A revision surgery was performed on (B)(6) 2021 due to persistent infection, whereby the inlay and femoral head were replaced and further debridement was performed. However, the infection persisted and the patient underwent another revision surgery on (B)(6) 2015, whereby all the components were removed and spacers were implanted. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: x-rays were provided, which are however not relevant for this complaint and for the failure mode of infection. Surgical report: the surgical report for the initial implantation dated (B)(6) 2014 has been received: indication: post-traumatic coxarthrosis of the right hip. Procedure: implantation of a total hip endoprosthesis. The medical intervention report dated (B)(6) 2014 has been received: indication: periprosthetic infection right hip. Procedure: I&d, wound swab, treatment with vacuseal. The surgical report for the first revision surgery dated (B)(6) 2014 has been received: indication: infection of a total endoprosthesis right hip, treated with vacuseal dressing. Procedure: revision of femoral head and inlay. Further debridement. The surgical report for the second revision surgery dated (B)(6) 2015 has been received: indication: infection of total endoprosthesis right hip procedure: removal of right total hip endoprosthesis. Implantation of spacer. Swabs taken. Patient data: (B)(6) 1969, male - the implant labels of the implanted products on (B)(6) 2014 have been provided. The implant labels of the implanted femoral head and liner on (B)(6) 2014 have been provided . Doctor letter for the inpatient stay from (B)(6) 2014 to (B)(6)2014 (initial implantation) received, whereby it is stated that the post-operative diagnosis is a detection of abundant staphylococcus aureus (mrsa) during a wound swab on (B)(6) 2014 with immediate antibiotic treatment. Doctor letter for the inpatient stay from (B)(6) 2015 to (B)(6) 2015 received, whereby it is stated that the patient received an interim prosthesis with palacos mixed with vancomycin (antibiotics). Additionally, microbiological findings of intraoperative tissue sampling taken during surgery on (B)(6) 2015 detected staphylococcus epidermidis (mrse) and cutibacterium acnes. The patient is to take oral antibiotics until (B)(6) 2015. Joint puncture planned for (B)(6) 2015. Multiple microbiology lab reports received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. However, the evaluation of the product itself would unlikely provide any merit to the investigation due to the reported failure mode of infection. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. Sterilization certificate: the eto/ gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. Conclusion: it was reported that the patient underwent right total hip arthroplasty on (B)(6) 2014, whereby an abundance of staphylococcus aureus (mrsa) was detected during a wound swab on (B)(6) 2014. The patient was therefore treated with antibiotics. The patient thereafter underwent medical intervention on (B)(6) 2014, whereby I&d was performed. A revision surgery was performed on (B)(6) 2021 due to persistent infection, whereby the inlay and femoral head were replaced and further debridement was performed. However, the infection persisted and the patient underwent another revision surgery on (B)(6) 2015, whereby all the components were removed and spacers were implanted. Based on the received medical documents the reported event can be confirmed. No product was returned to zimmer biomet for in-depth analysis. However, the evaluation of the product itself, if it would have been returned, would unlikely provide any merit to the investigation due to the reported failure mode of infection. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Sterilization certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue that may have affected the implant safety or effectiveness, the implanted products are not identified as the source or contributing factor to the reported infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is unlikely that a disadvantageous product design favored or contributed to the infection.  Therefore, based on the investigation and the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states medical products: durasul, alpha insert, kk/32; catalog#: 01.00013.411; lot#: 2761955. Cls spotorno, stem, 135, uncemented, 15.0, taper 12/14; catalog#: 290039150; lot#: 2762386. Cocr head, xl, 32/+8, taper 12/14; catalog#: 01.01012.328; lot#: 2755625. Therapy date: (B)(6) 2015. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side due to post-traumatic coxarthrosis and experienced periprosthetic infection. Hence, the patient underwent a revision surgery, during which the femoral head and inlay were revised.